Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ flunt fill needle with filter had an issue with leakage. The filter needle leak at the white part, just below the plastic part of the needle.

Manufacturer narrative:
Investigation summary: four photos were provided. One photo shows the top web packaging blister, another photo shows the bottom web packaging blister with a needle assembly inside. The third photo shows the needle assembly connected to a syringe. The 4th photo has highlighted with a red circle the area where the plastic hub and the needle is. There are some fluid drops therefore failure mode is verified. Root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8206855 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8206855 during this production run.

Event description:
It was reported that the bd¿ flunt fill needle with filter had an issue with leakage. The filter needle leak at the white part, just below the plastic part of the needle.